Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out-of-range pacing impedances on the non-boston scientific defibrillation lead. Noise was also present which inhibited pacing for several seconds. However, this patient is not device dependant. There was report of possible lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The situation was to be further discussed with the physician. Resolution was requested from the field. It was then provided that the device therapies were turned off per physician direction and the patient is scheduled for a lead revision. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that this device also measured high shock impedances on this non-boston scientific lead as well.

Manufacturer narrative:
It was later reported that the physician had tried to laser extract the non-boston scientific right ventricular (rv) lead. However, this was unsuccessful and the patient required further open heart surgery which resulted in other non-specified complications. The rv lead remained implanted with low outputs programmed. Tachy therapies also remained off. There was inquiry as to the remaining longevity of this device as the patient was primarily being paced with the left ventricular lead. This patient had a history of shortness of breath and chronic obstructive pulmonary disease and now reported to be dependant. Therefore, the patient was to be monitored more closely. Technical services discussed programming options.

Manufacturer narrative:
It was later discovered that this device had been reprogrammed to other than monitor and therapy. Event clarification has been requested from the field representative who later reported that the clinic had noted this device was reprogrammed per the patient's request as the patient no longer wants the device on.